Event description:
It was reported that the air compressor valve is missing pieces. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device history record (DHR) review was not performed as the original DHR is no longer applicable as the device was manufactured in 2005. The last service record was reviewed and determined to not be related. A product sample was received for evaluation. Visual testing was performed. The device was received in used condition. It was noted that red locking ring to the air line was missing. The customers reported issue was confirmed. Functional testing was not performed. The root cause of the reported issue was found to be due to the missing component. Actions were taken to mitigate the reported issue: fitting part was replaced.